Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was becoming superficial under the tissue and causing discomfort to the patient. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and the ipg was moved deeper in the pocket. Postoperatively, the issue has reportedly resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.